Event description:
Pt being assisted to be pulled up in bed. Employee reached for handle of trapeze to put in pt's reach for use, at which time, trapeze bar fell & dropped on pt's head. Pt received bruise & laceration to forehead that required sutures. Difficulty with suturing secondary to bleeding, pt on anticoagulants.